Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. No damages were found to the environment seal or bottom housing that indicate the deployment path was inhibited. Data downloaded from the device indicates it ran for 2960 pulses, administered multiple boluses, and maintained a basal rate throughout the run. No other damages or defects were noted. The device was found to function properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached 381 mg/dl while wearing the pod for more than 48 hours on the leg. The pink slide did not move forward, therefore, the needle mechanism did not deploy as intended during activation. For treatment, the patient gave 22 units of insulin to themselves.